Manufacturer narrative:
Method: complaint history review; risk assessment;results: the instrument was not returned for examination as the users became aware of the proper usage of the instrument and regarded it functional.conclusion: the root cause is therefore deviation from user instructions.

Event description:
It was reported that; the persuader allegedly did not function properly and the squeeze motion on the persuader was sticking. The surgeon implanted the first rod successfully using the persuader. As he was implanting the second rod, the surgeon was able to place the rod into the tulip head but was unable to use the persuader to put a blocker in. This resulted in a 30 minute delay to surgery. No additional anaesthetic was required. There were no other adverse consequences for the patient.

Event description:
It was reported that; the persuader allegedly did not function properly and the squeeze motion on the persuader was sticking. The surgeon implanted the first rod successfully using the persuader. As he was implanting the second rod, the surgeon was able to place the rod into the tulip head but was unable to use the persuader to put a blocker in. This resulted in a 30 minute delay to surgery. No additional anaesthetic was required. There were no other adverse consequences for the patient.